Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had a cut on the pink rubber probe and the ke45 adhesive on the elevator cover was missing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the cut probe: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. The root cause of the missing ke45 adhesive is known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.